Event description:
Information was received reporting a catheter replacement due to catheter migration. The patient experienced withdrawal symptoms associated with the loss of their therapy. The cause of the catheter migration was unknown. Catheter was discarded after surgery. It was reported that the patient is doing well now.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and not returned. The cause of the catheter migration was stated to be unknown. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).